Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an 'altered mental status,' and a possible epidural abscess. Different physicians had given different reports regarding this issue over the last 24 hrs prior to the call. The most recent report indicated that the physician was checked for inflammation of the incision site as they thought it was a post-op infection, but another physician did not think it was an infection due to the absence of redness and swelling. The hcp did not know what was causing the 'altered mental status.' It was noted that the patient's ins was never programmed and that they were never given a patient controller. No further complications were reported.